Event description:
The implant was explanted (date unknown) in anticipation of the MRI. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on may 27, 2022.